Manufacturer narrative:
Concomitant medical devices: addr01 ipg; implanted: (B)(6) 2015, 5076-45 lead; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning, high thresholds, high impedance and a possible fracture. It was also reported that the right atrial (ra) lead exhibited increasing and high thresholds. Both the ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.